Event description:
Complaint alleged that the head would not go up above 30 degrees.

Manufacturer narrative:
Technician found that head would not go above 30 degrees. Found that head cylinder was bad. Replaced head cylinder to resolve problem.